Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The investigator assessed that the dissection was not caused by the reliant balloon.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used in a patient for the endovascular treatment of a 5.6 cm abdominal aortic aneurysm. It was reported that there was small dissections in the right common iliac artery and the left common femoral artery. It was noted that this was non-serious and no action was taken. It was also noted that the dissection in the cfa was still visible in the october following implant and was reportedly continuing. There was also some focal narrowing possible caused by thrombus in the dissection. The investigator assessed this event to be procedure related. No additional clinical sequelae were reported.

Event description:
Additional information received. The investigator assessed that the dissection was possibly related to the implanted stent graft.